Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient admitted with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and upon removal of the device, resistance was encountered. The impella cp was placed using a 16 french sheath. When removing the impella cp, the 16 french sheath was left in place and impella cp could not be removed as there was resistance. The catheter was pulled as far as it could go and removed together with the 16 french sheath. The patient was noted to be stable and nimble.

Manufacturer narrative:
The investigation for removal issues has been completed. No product was returned and logs were not applicable. A non-indicated sheath was used in place of the 14 french peel-away sheath. The root cause of the removal issues was most likely use related.